Event description:
Patient was revised to address glenoid component loosening. Depuy cement was used in the primary surgery. It is unknown at which interface the loosening occurred.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and mechanical strength results were reviewed and they are all within specification. Review of the device history records found one unrelated deviation for this batch. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and mechanical strength results were reviewed and they are all within specification. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.